Manufacturer narrative:
An event of stenosis was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 2648612-2020-00101. On (B)(6) 2016, a 27mm mechanical mitral valve and a 21mm mechanical aortic valve was implanted to replace an unknown tissue valve that was implanted in 2011. The patient has a history of endocarditis, systemic septic emboli, cardiomyopathy, hypertension, smoking, pulmonary hypertension, bicuspid aortic valve and moderate enlargement of ascending aorta. On (B)(6) 2020, it was reported that the patient may have endocarditis and that there is a planned intervention to replace the aortic valve due to stenosis. There is a possibility that the mitral valve will be replaced as well.